Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, follow up revealed that the left common iliac artery had become aneurysmal around the limb of the previously implanted contralateral leg endoprosthesis. On (B)(6) 2021, a reintervention occurred whereby a iliac branch endoprosthesis was implanted to treat the aneurysm in the left common iliac artery. The patient tolerated the procedure.